Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Linked to mfg. Report number 1651501-2018-00016 and 1651501-2018-00017.

Event description:
Third of 3 reports. On (B)(6) 2017, a 10209306 cadence insert was implanted. Subsequently, the patient developed a staphylococcus infection post surgery. On (B)(6) 2017, a revision surgery was done in which the liner was replaced and the wound was thoroughly irrigated. It was believed by the physician that it was a hematogenous infection rather than a delayed infection from the operating room. On (B)(6) 2018, the cadence implant was removed and an antibiotic spacer was placed to stabilize the joint while the infection was treated prior to a planned new ankle replacement. The patient is continuously followed weekly by the physician as wound closure was monitored.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. As the implant was not returned to integra for examination, no definitive root cause could be determined. If the insert is returned at a later date this complaint will be reopened and an analysis performed.